Manufacturer narrative:
(B)(4). As the sample was not available and the lot number is unknown, a device analysis cannot be completed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received. (B)(4).

Event description:
This is a report of the disconnection of a transfer set during peritoneal dialysis. A home patient (hp) contacted baxter's technical service center reporting they accidentally disconnected during dwell 4 of 4 on the homechoice (hc). The hp stated that the patient line was not securely fastened to his transfer set and disconnected. The technical service representative (tsr) made sure to verify that the line just disconnected and that it was not the transfer set having broken. The hp confirmed it was just the line that disconnected. The tsr advised the hp to end therapy and call the registered nurse (rn) within 24 hours and let her know what happened. The tsr walked the hp through ending therapy procedure. The hp mentioned that some solution had run out onto his leg. There was patient involvement but no patient injury or medical intervention was reported. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4) - the patient was treated with vancomycin 2gm ip for 3 days and gentamycin 90mg ip once. The patient was reported to be recovered. Also the patient stated that 7-10 days prior to the disconnection he had noticed his tee shirt was periodoically wet, at the time he thought it was related to water from washing his hands but after the disconnection happened he suspected it was related to a leak from the connection from the patient line to the transfer set

Manufacturer narrative:
(B)(4). Additional information on (B)(4) 2013 the patient recovered from the peritonitis and was retrained on proper aseptic technique the cause of this peritonitis and the leak was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.